Event description:
Pt very ill. Pt required bipap for extended time, redness noted on bridge of nose. 1/1 (skin barrier applied 12/30). This progressed to worsened skin state: eshar (so was "unstageable pressure ulcer"). Improvement after mask discontinued and bactroban ointment per md order. Still present 12 days later. Bipap on 12/29 1230, discontinued 1/3 0700.